Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of leds on the heartmate 3 system controller not illuminating was confirmed via product testing. The heartmate 3 system controller was returned for analysis and a log file was downloaded for review. The downloaded log file spanned approximately 2 days (05nov2020, 01jan2000, 08mar2021, 01jan2000 per timestamp). Events occurring on 01jan2000 are from when the system clock was not set. Events on 05nov2020 are from manufacturing testing. There were no notable alarms in the log file related to the reported event. During product testing it was observed that the red heart led, half of the green pump leds, and half of the yellow wrench leds were not illuminating, confirming the reported event. The system controller was not able to pass a stage in functional and preliminary testing due to this; however, the controller was fully operational and passed all other stages of testing. During inspection of the controller, it was determined that a ribbon cable inside the system controller for the user interface was not properly seated. This cable was reinserted, and the controller and all the leds were able to operate as intended. The root cause of the reported event was determined to be from a connection issue. The root cause of the reported connection issue was unable to be determined. Heartmate iii instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was also reported that the vad coordinator conducted self-test on the patient's backup controller and found that the red heart alarm did not light up. The backup controller was replaced and will be returning.